Event description:
It was reported to st jude medical that the device was explanted when interrogation failed using several wand positions. Potential sources of emi (electromagnetic interference) were eliminated. The device had not been checked since implant.